Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading at the time of the call was noted to be high. No further information reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker were noted during the visual inspection. The insulin pump had no button response due to moisture damage on the keypad traces.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.